Event description:
The patient is reportedly experience pain at and around the implant site. The patient has been prescribed naproxen and flexeril, to be taken when episode of pain occurs. Revision surgery is under consideration.